Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract extraction with intraocular lens (iol) implant procedure, zonular dehiscence was noted after iol delivery. A multipiece iol was implanted in the sulcus.

Manufacturer narrative:
Product evaluation: only a portion of the lens containing a haptic was returned positioned in between the posts and the wall of the lens case. Solution was dried on the lens. The optic was cut, typical of insertion and removal. A large portion of the optic containing the other haptic is missing and not returned for evaluation. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The use of qualified associated products was indicated. The product investigation could not identify a root cause for the reported complaint. A lens malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).